Manufacturer narrative:
The ten returned reciproc blue files r25 8/100 25mm are all broken in the active part, or at the tip of the active part (torque, fatigue or mixed conditions torque + fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1600542, #1599976, #1602146, #1601835 and #1601554). Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported a dentist experienced multiple reciproc blue breakages during use; this event is for the ninth of ten reported breakages. The outcome of the event is unknown as of this MDR evaluation.